Event description:
Lead management case to remove leads due to a "cied" pocket infection. During the use of the 16fr glidelight the patient¿s blood pressure dropped. The patient was immediately transferred to the cvor and sternotomy was done as an attempt to rescue the patient. It was discovered that the patient had a tear of the cephalad portion of the innominate vein. The patient did not recover.